Manufacturer narrative:
Product event summary: the 2af284 balloon catheter of lot number 21421 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments were carried out. The push button stuck was in forward position. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed one inch proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. Excessive glue was observed on the bellow to the push button joint causing the push button to be glued to the handle interior and preventing it from moving. During inspection of the handle segment, excessive adhesive was observed on the bellow. Excessive adhesive may result in balloon inflation issues or push button movement issues. In conclusion, the balloon catheter failed the return product inspection due to excessive adhesive on the push button and bellow bond and a kink/twist was observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the push button was unable to be pushed. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.